Event description:
Boston scientific received information that the patient with this device system reported that on an unspecified date, the device was non-functional and the patient experienced very acute chest pain. The patient was presented to the ER, where medication was administered. The patient was then admitted to the hospital. Unspecified device reprogramming was performed. The patient reported feeling better. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.